Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "last week". All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2020, customer had initially reported the adc freestyle libre reader not powering on with button press or test strip insertion. On (B)(6) 2020, customer reported that due to a delivery issue involving the replacement reader, customer was unable to test and therefore experienced a medical event. Customer reportedly experienced unspecified symptoms of "low glucose" and visited his doctor for an appointment he had a week before the call. Customer reportedly received unspecified dose of insulin lantus by the doctor to "raise his glucose levels". There was no report of death or permanent injury associated with this event.

Event description:
On (B)(6)2020 , customer had initially reported the adc freestyle libre reader not powering on with button press or test strip insertion. On (B)(6)2020 , customer reported that due to a delivery issue involving the replacement reader, customer was unable to test and therefore experienced a medical event. Customer reportedly experienced unspecified symptoms of "low glucose" and visited his doctor for an appointment he had a week before the call. Customer reportedly received unspecified dose of insulin lantus by the doctor to "raise his glucose levels". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The reported reader (B)(6) has been returned and investigated with retained test strips. Visual inspection was performed on the returned reader, and no issues were observed. The reader did not power on with a button and strip insertion nor with usb cable data insertion. A damaged usb port site was observed. The reader was tested using approved software, but it didn't respond due to the damaged usb port. Therefore this issue is not confirmed due to use.

Event description:
On (B)(6) 2020, customer had initially reported the adc freestyle libre reader not powering on with button press or test strip insertion. On (B)(6) 2020, customer reported that due to a delivery issue involving the replacement reader, customer was unable to test and therefore experienced a medical event. Customer reportedly experienced unspecified symptoms of "low glucose" and visited his doctor for an appointment he had a week before the call. Customer reportedly received unspecified dose of insulin lantus by the doctor to "raise his glucose levels". There was no report of death or permanent injury associated with this event.